Manufacturer narrative:
Additional information was received that the patient was experiencing intense chest stimulation due to lead migration. The patient underwent a lead revision procedure and was reportedly doing well.

Event description:
A report was received that the patient will undergo an ipg and leads revision for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2408-56, serial#: (B)(4), description: avista MRI perc lead kit, 56 cm.

Event description:
A report was received that the patient will undergo an ipg and leads revision for an unknown reason.